Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's activation reportedly went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly explanted and reimplanted for medical reasons. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The explanted device was received by advanced bionics (B)(6) 2024. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not provided consent despite several requests to the recipient¿s medical institution to obtain and provide the consent. As a result, no conclusion can be drawn at this time. If the consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on 08/07/2024. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. Hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.